Event description:
Event description boston scientific crm received information that, during a system follow-up, this lead had an impedance that was greater than 2000 ohms. There were no adverse patient effects.